Event description:
It was reported that an ilet device had a screen that would not unlock despite the device being paired, charged, and confirmed to be on current firmware, consistent with a touchscreen/key input that was unresponsive. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the patient and caregiver and analysis of information provided by the user. Investigation of this case revealed a software-related issue associated with the touchscreen input not responding. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.